Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. . Upon investigation of the actual device used in this incident, it was determined that the station was on critical override. The field service engineer checked remote support service before traveling and discovered the d: drive was wiped out. Logging into the med app resulted in a fatal error due to network or hardware issues. The field service engineer installed a new 1.6.1 ssd, followed installation procedures, configured settings, and performed data sync. The customer turned off the critical override, and the field service engineer set the app to auto launch. After rebooting, the customer validated the operation and inventoried medication. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station was on critical override. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.